Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while asleep when the ilet issued low glucose alerts, and the patient noted a glucose value of 67 mg/dl; the patient consumed oral carbohydrates and no medical assistance or professional intervention was required. Symptoms included hypoglycemia. Outcomes included no hospitalization and no need for third-party assistance. Investigation included a complaint intake with partial low blood glucose questionnaire and troubleshooting and education provided. Investigation of this case revealed an event of hypoglycemia with alerts functioning, and the cause remained unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.